Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) of the parameters. There was one por for write to locked ram, addr=19a5, data=b4, on (B)(4)-2011 16:31:13 and one patient alert for por on (B)(4)-2011 15:31:13.

Event description:
It was reported that the device experienced an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.